Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 355562, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure the patient had a hematoma in the epidural space causing numbness in the legs. The physician believed it was not device related. The patient underwent an explant procedure. No further information could be obtained.